Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller¿s white lead cable being damaged was not confirmed. The system controller, serial number (B)(6), was not returned for analysis. There were no pictures, log files, or supporting data submitted for analysis. Provided information provided on stated that no log files were obtained as the controller was discarded, and the patient is stable. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4) was manufactured in accordance with manufacturing and quality assurance specifications. Hsc-078069 was shipped to the customer on (B)(6) 2019. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a visit to the clinic, it was noted that the controller's white lead cable was damaged. The controller was exchanged. The controller was discarded so no log files were available. The patient was noted to be stable. No additional information was provided.